Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material in the insertion tube and forceps elevator could not be specified. The foreign material likely remained due to the customer not being able to complete the reprocessing process due to a leak from the bending section cover; however, a definitive root cause of the foreign material in the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a cut on the bending section cover, air/water and suction cylinders were discolored, the right/left knob was scratched, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the scope cover unit was corroded due to water leakage, the light guide lens was cracked, the bending tube was deformed, and the adhesive around the objective lens was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii duodenovideoscope was leaking at the out sheath. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the connecting tube had foreign objects and the forceps elevator had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.